Event description:
During a laparoscopic spleenectomy procedure, the instrument did not fire. The instrument fired while being removed from the application site causing extensive bleeding.

Manufacturer narrative:
7/21/97-supplemental report #1 submitted to FDA.